Manufacturer narrative:
The customer reported the tubing comes apart, and returned a photo report of the incident. The photo verifies the issue of separation at pump segment upper fitment, caused by the missing ring retainer. The photo does not verify for this issue specifically, but was more of a customer guide to the location of the failure. The manufacturing site could not trace the root cause for the pump separation issue to any particular plant, since there was no material or lot number provided. With a physical sample, an investigation could be more thorough. A device history record review could not be performed because the lot number is unknown.

Event description:
No additional information.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd unspecified bd infusion set was disconnecting the following information was received by the initial reporter with the following verbatim it was reported by customer that when stretched, whether placing in channel or taking out of the channel the IV tubing comes apart resulting in potential spilt medication or harm to staff due to splashing of the fluids/medications.